Event description:
Difficulties in retracting the number four (4) release wire was reported. A simultaneous retraction of the catheter and pulling of the number four (4) release wire resulted in frame deployment at the desired location.